Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0207 delirium.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient woke up and her cgm was reading 50 mg/dl. No bg meter comparison value was taken at this time. The patient was delirious, agitated, forgetful, and shaky. The reporter stated since they were at a hotel, they called hotel security, which came and gave the patient orange juice. After 30 minutes, the patient¿s cgm was still reading ¿low¿ (no specific value was provided). Hotel security was called again, and they called emergency medical services (ems). Around 10am, the patient was transported to the emergency room. The patient was treated with ¿liquid glucose¿ and several blood tests were drawn. The patient bg level rose to 400 mg/dl after treatment. No cgm comparison value was provided. After a few hours, the patient¿s bg meter was reading 225 mg/dl and the cgm was reading 78 mg/dl. The patient was discharged around 12pm on (B)(6) 2025 (more than 24 hours). Once at home, the patient¿s bg meter reading was 178 mg/dl and the cgm was reading 82 mg/dl. The patient was ¿tired but okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid when checked after patient was discharged from the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.